Event description:
Customer had a history of skin problems (denuded skin) in the peristomal area since oct. 1995. Ub 1997, customer went to remove customer's stomahesive wafer and completely denuded the skin in the peristomal area.customer was seen by a surgeon who advised to discontinue use of the wafer and not to used any adhesive products. Two weeks later, customer was using an emesis basis taped to abdomen with no skin treatment. Customer had blisters and the surgeon recommended a dermatologist. The dermatologist performed a punch biopsy. Results of the punch biopsy: negative for carcinoma and infection; report indicated "extreme irritation of dermis" there were no signs of malignancy nor allergic reactions. Patch tests were negative which makes it extremely unlikely that the reaction was related to the convatec materials.